Event description:
It was reported that there was a scope image was blacked out, while using the video processor. There was no patient harm associated with the event.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the events, phenomenon (1): cancellation and phenomenon (2): black screen is displayed were not confirmed without product return. A probable cause given was that the procedure was cancelled because black screen was displayed due to the failure of the device. However, the root cause could not be identified. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.